Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It was discovered the report of an ev1000 monitor being used in this event was incorrect. The monitor being used in this instance was a hemosphere monitor (concomitant MDR # 2015691-2019-02944). Additionally, the swan-ganz module (concomitant MDR # 2015691-2019-02971) and 70cc2 cable (concomitant MDR # 2015691-2019-02972) could not be ruled out as suspect in the reported event.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable cardiac index value can be an indication to the user to begin the troubleshooting process. If the displayed data and the patient¿s clinical status do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac index and/or cardiac output values. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a swan-ganz catheter in a "very sick emergent heart", the ci (cardiac index) was reading 0.9 to 1.4 on the ev1000 monitor; however, the patient had good pulses and was making urine. The ew rep notified ew ts, who opened a complaint for the ev1000 monitor. There was no allegation of patient injury or treatment provided based on the displayed values. Per follow-up with the customer, no further information is known, including patient demographics, as she was informed by her staff after the fact. There is no product for return.